Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that pinch valves pv28 and pv29 were not actuating due to poor connections. The fse replaced the valve connectors, which repaired the incomplete differential results. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer was generating incomplete differential results. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.